Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the endpoint adjudication committee (eac) assessed the event as possibly related to the study system.

Manufacturer narrative:
Device was implanted off label for epilepsy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for epilepsy. It was reported that the patient experienced "pain and redness around pocket in the right abdomen". The clinical diagnosis was stated to be "inflammatory probably"; an infection was suspected at the implantable neurostimulator (ins) pocket. The etiology was stated to be procedure related. The actions/interventions included a neurosurgeon visit and an unknown medication administration; the issue was resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.